Event description:
Follow-up identified the patient's ipg was positioned sideways which resulted in pain at the site. In turn, surgical intervention was undertaken on (B)(6) 2017 during which the original ipg was repositioned. Wound bleeding reportedly ceased following the procedure.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient presented to the emergency room due to ongoing bleeding at the ipg pocket site. Surgical intervention is planned to address the issue.